Manufacturer narrative:
(B)(4) - amelanotic bowel; pain occurred. Conclusion: the actual device was returned for evaluation. The mesh has several holes which are located in the middle and at the margin. The margins show original conditions, only one edge shows broken out filaments. No further damage is observed. The cause of the described event could not be determined. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic ipom umbilical hernia repair procedure two years ago and mesh was implanted. The patient went to the hospital because of pain and underwent a laparoscopic exploration. They found an amelanotic bowel. The mesh showed no adhesions. The mesh was not grown in and could be easily removed and retrieved. It was only still fixed at a small point to the abdominal wall, other fixation points had already been absorbed. The abdomen was closed without closure of the hernia after peritoneal lavage. Patient has been discharged.